Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that she felt extremely sick, and it was difficult to breathe. The customer stated that the device was not delivering insulin properly. No further information was provided.